Manufacturer narrative:
The product was new and the product was not exposed to sharp objects. No portion of the microcatheter appeared mangle, kink, bend, etc., and no portion of the microcatheter was missing. No additional information was available. The product was received for analysis, but the assessment has not been completed. Additional information will be submitted within 30 days upon receipt.

Event description:
During prep, prior to inserting in the patient, the product (transit, had a pinhole on the distal side of the catheter. Therefore, another microcatheter (transit, cat and lot no.: unknown) was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used and it will be returned for analysis.